Manufacturer narrative:
Device evaluation: the field service engineer (fse) evaluated the ventilator and did not find any electrical sparking. The reported event could not be confirmed. However, while on-site the fse found that the compressor was producing noise and the nebulizer was not working. Both issues were resolved during the visit and the ventilator was handed back to the customer in working condition. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator was sparking. There was no patient involvement reported.